Event description:
The customer informed siemens that 95 discordant sodium (na), potassium (k), and/or chloride (cl) results were obtained from the atellica ch 930 analyzer and did not report discordant results to the physician(s). The customer performed repeat testing with the same samples and analyzer to confirm the correct results. The customer did not provide the patient data and results that were affected. There are no reports of patient intervention or adverse health consequences due to the discordant sodium (na), potassium (k), and chloride (cl) results.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc) to inform of a-lyte® integrated multisensor (imt) measurement flags/ errors. The customer stated that imt results were flagged on potassium and that 95 samples were flagged. The customer stated that they are using the imt diluent lot 0000166035 18-nov-2022, and that other atellica ch 930 units on site are using the same imt diluent lot with no issues. The customer tried loading a new bottle with the same lot but also observed measurement errors. A siemens customer service engineer was dispatched to the customer site. The engineer noted that the imt diluent pump was noisy and requested a replacement. Siemens is investigating the event.

Manufacturer narrative:
Siemens filed the initial MDR on 09-dec-2022. Additional information (09-jan-2023): siemens reviewed the integrated multisensor technology (imt) data and imt calibration data for atellica ch 930 analyzer. The discrepant results were observed in imt data starting on (B)(6) 2022 between 14:48 pm and 15:21 pm. Imt calibration was performed successfully on (B)(6) 2022 at 14:39 pm. Quality control (qc) testing was performed on (B)(6) 2022 at 15:38 pm and recovered elevated results inconsistent with prior recovery. Qc also recovered e142: imt error, noting an issue with the imt module. A siemens customer service engineer (cse) performed troubleshooting and replaced the imt diluent pump. The analyzer was verified and performed as specified. Siemens concluded that the imt diluent pump caused discrepant results. The atellica ch 930 analyzer was operating as specified post-service repair, and no further evaluation was required. Section h6 is updated to reflect a new investigation findings and investigation conclusions code.